Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Event description:
Final tightener torque driver for expedium tip stripped while tightening set screw, x 2. No patient incident, just time.